Event description:
Fixation device broke when the doctor went to implant into patient. It was indicated that there were no injuries to report. The doctor used a back up device and finished the surgery.

Manufacturer narrative:
Due to indication of item breaking during surgery, occurrence was determined to be reportable to the FDA.